Event description:
Pump #2 was reported to overinfuse during an infusion of pitocin on a woman in labor. The pump was set to infuse at a rate of 4ml/hr but the nurse noted the pump was continually dripping. The issue was noted right away and the pt was taken off the pump. No additional medical intervention was needed. No adverse outcome resulted.